Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with an unspecified mentor gel breast implant and experienced a rupture (side unknown) post-operatively. The device was removed and replaced with a mentor gel breast implant but the exact explantation date is unknown. The information that was provided is limited. Follow-ups were performed in an attempt to gain more information, but none has been forthcoming. If additional information is received, a supplemental report will be submitted.